Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife did not have a sharp edge during surgery. An alternate knife was obtained and the procedure was completed with no delay or difficulty. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The returned, open sample was examined per facility procedure and was determined to be visually nonconforming due to a damaged tip. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history review revealed that this is the third complaint for the reported lot number and the third for the reported event. Damage to the tip of the blade like that observed on the returned sample can result in a complaint for "dull knife" as described by the customer. How or when the tip became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the tip contacts a hard surface. Some potential causes could be reuse, improper handling, contact with the blade protector when removing and returning the blade from the tray or from contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).